Event description:
Customer reports back to back testing on the same meter, while using the advantage system with results of: 30 mg/dl to 183 mg/dl, 183 mg/dl to 43 mg/dl, 125 mg/dl to 30 mg/dl, 97 mg/dl to 30 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.